Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush started to become loose [device physical property issue]. Brush got loose in mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2017 that a year ago she bought a set of 4 oral-b power oral care refills precision clean. She stated that she used one of them recently and the first brush quickly started to become loose. That morning, the second one got loose in her mouth. This was not the first time she had used this particular version of brush head. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Event description:
Brush started to become loose [device physical property issue] brush got loose in mouth [device breakage] no adverse event [no adverse event] product counterfeit [product counterfeit] case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on 04-dec-2017 that a year ago she bought a set of 4 oral-b power oral care refills precision clean. She stated that she used one of them recently and the first brush quickly started to become loose. That morning, the second one got loose in her mouth. This was not the first time she had used this particular version of brush head. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
11-jan-2018 product investigation results: reporter returned toothbrush head on 10-jan-2018. Toothbrush head confirmed to be counterfeit.